Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m125173 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-430 / lot:m125173, test base part number 190-430 / lot: m125173. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m125173 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4), inc. Was unable to determine the exact root cause of the reported issue. Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue; however it could possibly be related to the specific patient samples. Please referenced MFR. Report # 1221359-2021-01273.

Event description:
The customer reported false positive results with the ID now covid-19 for multiple patients on (B)(6) 2020 and (B)(6) 2020. This MFR. Report addresses patient 1 of 2. The customer reported a false report result with the ID now covid-19 performed on (B)(6) 2020 on a direct tested nasal kitted swab. Repeat testing generated positive results . Pcr confirmation testing was performed on nasal swab generated negative results. The customer stated the patient was not symptomatic. No treatment was given, however a new take for rt pcr for sars cov 1 was performed. The customer confirmed there was no patient harm due to the test results.